Event description:
It was reported that the customer was in the emergency room due to an infection resulting in staff infection, caused by the sensor. It was stated that the customer had a surgical procedure to remove the infection. The father stated that customer noticed that his leg started to hurt and swell up where it was inserted. The customer experienced high and low blood glucose. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.